Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 0104234. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200889459, 200886401, 200889320] noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that syringe alrg sftygld 1ml w/ndl 27x1/2 rb plunger rod was broken and difficult to move. The following information was provided by the initial reporter: material no: 305950 batch no: 0104234. It was reported I can not pull the plunger back, missing cap and loose. The end of plunger broken. Verbatim: when I pull the plunger back, I can not pull the plunger back. It is as if the black part is too large for the syringe. Also, a few did not have a cap on them or they are so loose they fall off. The end of the plunger is broken off too.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe alrg sftygld 1ml w/ndl 27x1/2 rb plunger rod was broken and difficult to move. The following information was provided by the initial reporter: material no: 305950, batch no: 0104234. It was reported I can not pull the plunger back, missing cap and loose. The end of plunger broken. Verbatim: when I pull the plunger back, I can not pull the plunger back. It is as if the black part is too large for the syringe. Also, a few did not have a cap on them or they are so loose they fall off. The end of the plunger is broken off too.